Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(6) 2016 with the following findings: evaluation revealed the audio bolus button (abb) was cover damaged/punctured. The abb was responsive during investigation. A battery compartment crack was found below the bumper traveling toward the case seal. (B)(6).

Event description:
The pump was returned for investigation. Evaluation revealed a cracked battery compartment. This report is made based on results of investigation completed on (B)(6) 2016.